Manufacturer narrative:
Based on photos/video material supplied by the facility, and an in-house simulation, every indication points to an incorrect installation by a 3rd party. All resident rooms have now been serviced.

Event description:
A resident was traversed through the combi-lock part of the system and the ceiling lift came out of the rail.